Event description:
The upper & lower abdomen areas were treated with coolsculpting on (B)(6) 2021 and (B)(6) 2023. Ph is confirmed for the mid and lower abdominal area. Physician noted liposuction as treatment performed on (B)(6) 2022. Allergan aesthetics received an additional report of vaser liposuction and reunion of the abdomen, which was performed on (B)(6) 2023.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) of 2023 using the coolsculpting elite applicators, who developed a recurrence of paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.